Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and leaking silicone.

Event description:
Patient reported right side rupture "leaking silicone," pain (shooting)", "rash on both arms". Patient also reported "hair loss, blood work is bizarre, down 3 pints of blood. I look like I'm (B)(6) sometimes and I'm a very very thin woman. I'm miserable and cant even work," "exhausted," these events are not related to the device. Device remains implanted.